Manufacturer narrative:
The customer reported that the device delivered an unwarranted pacer spike which could result in incorrect therapy. On 3/3/09 the unit was evaluated at the philips bench. The symptoms could not be duplicated. The device passed all testing, no errors were noted in the error log. No additional issues have been reported. Based solely on the customer report we are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.

Event description:
The customer reported that the device delivered an unwarranted pacer spike which could result in incorrect therapy.